Event description:
2 treated fvt episodes most recent on (B)(6) 2023. Possible shock for afib with rvr. Device assessment: estimated remaining battery longevity to eri 19 months. Atrial capture management unable to run d/t atrial arrhythmia in progress. Other available daily battery/lead measurements within expected range. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).